Manufacturer narrative:
No b33065 product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a customer report against an extension set stating that one of the microclaves disconnected from a carefusion tpn tubing. The disconnection occurred at the rotating luer end. The device was changed and no further issues occurred. The customer further stated that the patient did develop a bloodstream infection, but can't attribute the disconnection directly to the event.